Event description:
It was reported that during testing at the MFR, a cut in the pneumatic hose of the device was observed. There was no pt involvement and no adverse consequences alleged with this event.

Manufacturer narrative:
The cut in the pneumatic hose of the device was noted during device investigation.